Manufacturer narrative:
(B)(4). This lot was manufactured from september 30, 2014 to october 03, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that white particles were found floating in a small volume intermate. The device was filled with the drug tobramycin. There was no patient involvement. There is no additional information.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.